Manufacturer narrative:
(B)(4). Product ID: 3387s-40, lot# va1ybea, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead; product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: extension; product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: extension; product ID: 3387s-40, lot# va1lr1w, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) indicated the infection remained, but the patient needed time to heal. No further complications were reported or anticipated with this event. The information was confirmed with the physician/account.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for movement disorders. It was reported that the patient¿s ipg site was infected. The patient¿s system developed an infection and the surgeon flushed out the infection with antibiotics surgically and didn¿t remove the system. The issue was resolved at the time of the report. There were no further complications reported.

Manufacturer narrative:
Product ID 3387s-40, lot# va1ybea, product type: lead. Product ID 3708660, serial# (B)(4), product type: extension. Product ID 3708660, serial# (B)(4), product type: extension. Product ID 3387s-40, lot# va1lr1w, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient had an infection. They were given antibiotics but the infection didn't go away and the dbs system was removed on (B)(6) 2019. The infection was said to be at the burr hold site on the right side only. The surgeon decided to remove the entire system. The issue wasn't resolved.